Event description:
Iabp catheter ruptured while patient was in ICU. Pt's b/p dropped. Physician was notified, catheter removed by dr. And a new catheter inserted. Iapb catheter was isolated and datascope notified. Catheter sent back to datascope for their analysisdevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, other, invalid data. Results of evaluation: patient's condition - predisposed event. Conclusion: device failure related to patient condition, other. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor, other. The device was destroyed/disposed of.